Event description:
In 2003 (date unknown), the patient was implanted with a self-made stent graft to treat a thoracic aortic aneurysm. On (B)(6) 2008, a follow-up imaging revealed a type iii endoleak. On (B)(6) 2008, the patient was implanted with a gore® tag® thoracic endoprosthesis (tg3420/06360195) within the existing stent graft to treat the type iii endoleak. The procedure was concluded without endoleaks present. On (B)(6) 2008, a follow-up study showed that aneurysm diameter was 50mm without endoleaks present. Later in two more follow-up studies, no endoleaks had been revealed with aneurysm diameter unchanged. On (B)(6) 2010, in two-year follow-up study, aneurysm diameter had shrunk to 43mm. No endoleaks had been present. In two more follow-up studies, aneurysm diameter had remained to be 43mm without endoleaks present. On (B)(6) 2014, in five-year follow-up study, aneurysm diameter had been unchanged, but dilatation of the proximal neck had been revealed. On (B)(6) 2014, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat the dilatation of the proximal neck. On (B)(6) 2014, a follow-up study revealed a cerebrovascular disease. On (B)(6) 2014, medications were administered to the patient to treat the cerebrovascular disease. The patient has completed the five-year follow-up studies.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.